Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring urinary incontinence. The pressure regulatory balloon (prb) had fluid leak due to a hole from a recent unrelated medical procedure. The balloon was explanted and replaced. No further patient complications were reported.